Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.  (B)(4).

Event description:
It was reported the primary package is not sealed. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
A review of the last three (3) product monitoring review's for trends indicated no trends for this issue on this product. The historical complaint data from (B)(6) 2016 to (B)(6) 2018 was reviewed as it relates to reports for product number 187660. A total of four (4) complaints, including this one, were reported. Sample photos were received and will not be evaluated as the manufacturing facility is no longer in operation. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details has been received.